Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the snake wrist was broken which was likely why the instrument would not working. Upon visual inspection failure analysis found that the instrument blade was in the garage and found no damage to the conductor wire. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci colon resection procedure, the customer noted that the vessel sealing instrument would not work. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.